Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right atrial and right ventricular (rv) leads were dislodged. The rv lead was also reported to have high thresholds. The leads were both capped and replaced with new leads. There were no patient complications reported as a result of this event.